Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) experienced an impedance alert regarding a right atrial (ra) lead, however, an ra lead was not present in the system. The crt-d was reprogrammed to remove the alert and update the absence of an ra lead. The crt-d remains in use. Also, the patient reported experiencing diaphragmatic stimulation. The output to the left ventricular (lv) lead was lowered through reprogramming and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d1 crt-d, implanted: (B)(6) 2014. (B)(4).